Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers and station refrigerator was not detected on bus. A field service engineer replaced comm sled and restarted station to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system all drawers and fridge was not detected on bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.